Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was noted to be lifted when removed. The procedure was completed with a different device. No patient complications nor injuries were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: synergy xd mr ous 4.00 x 38mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with proximal struts lifted. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was noted to be lifted when removed. The procedure was completed with a different device. No patient complications nor injuries were reported.